Event description:
It has been reported to philips that the wireless foot switch was not functioning. There was no harm reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, issue occurred during outside of clinical use. Per the information collected, wireless connection between the base station and wireless footswitch was lost and the base station or footswitch remains in error mode. Philips has confirmed that the reported failure was due to a connectivity issue when the base station or footswitch was in error mode it blocks x-ray switching functions by means of the wireless footswitch .due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020). Philips has attempted to obtain patient information. However, the customer has not provided the requested information. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction and removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.